Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment that a pin broke off inside the ventricular connector. It was further reported that the upper case was broken. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a pin was "stuck" in the ventricular side of the external pulse generator (epg). The epg was returned for repair. There was no patient involvement.